Manufacturer narrative:
The mayfield modified skull clamp (a1059) was returned for evaluation: failure analysis - investigation of the returned unit showed that the lock had rotational and lateral movement and a residue buildup was present. General maintenance and cleaning performed, and new components were added to replace worn internal parts. Root cause - complaint confirmed via inspection of the unit. The lock was loose, requiring replacement of worn components due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that the locking mechanism on the mayfield modified skull clamp (a1059) was loose. No information on patient involvement, injury, or surgical delay was received.